Event description:
Event verbatim [preferred term] burned her [thermal burn] , really, really hot/ too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ak5122, expiration date 31dec2021; x25947, expiration date oct2021; x25940, expiration date aug2021 from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated it burned her on an unspecified date, and it was really, really hot/ too hot on an unspecified date. The lots that got way too hot are x25940, ak5122, and x25947. The sample was not available to be returned (thrown away). The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results were as follows for lot #s ak5122, x25947, and x25940,: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "really, really hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Notification to safety is not required. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative no device malfunction or potential device malfunction was noted. The return sample is not available for evaluation by the site; a device malfunction cannot be confirmed.the product effect may vary with each individual. There is no further investigation or actions needed. Results reported on (B)(6) 2019 were as follows: reasonably suggest device malfunction: yes; severity of harm: s3. Site sample status: not received. Document review summary: batch ak5122 is the only batch within the scope of this investigation. Thermacare batches are produced as a individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required process inspections were performed and all inspection criteria were met. There were no attribute variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per neck, shoulder & wrist (nsw) 8hr. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown. The previous complaint has not been confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 198 complaints for neck shoulder and wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclass shows an increase in nov2018 through jan2019. This is a seasonality change in combination with a change in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as an open-pouch. All open pouch complaints are investigated and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Product quality complaints provided the following additional investigation information: lot # x25940: batch x25940 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lot. The device history record(DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures(37.6c - 41.6°c) per neck shoulder wrist unprinted spec-34819; effective date: 17may2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Follow-up (02oct2019): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). New information reported includes investigation summary, severity of harm, and updated expiration date. Follow-up (06feb2020): follow-up attempts are completed. No further information is expected. Follow-up (16mar2020): new information from product quality complaints includes: investigation results for lot # x25940. This follow-up is also being submitted to amend previously reported information: added additional lot #s/expiries (x25947/oct2021; x25940/ aug2021) and corresponding results, updated narrative ("the lots that got way too hot are x25940, ak5122, and x25947;" sample was thrown away). Follow-up attempts are completed. No further information is expected. Follow-up (01apr2020): new information received from product quality complaints: additional investigation results for lot # ak5122 (the device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified.), comment: based on the information provided, the events "burned her" and "it was really, and really hot/ too hot" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the device events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "really, really hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Notification to safety is not required. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative no device malfunction or potential device malfunction was noted. The return sample is not available for evaluation by the site; a device malfunction cannot be confirmed. The product effect may vary with each individual. There is no further investigation or actions needed. Results reported on (B)(6) 2019 were as follows: reasonably suggest device malfunction: yes; severity of harm: s3. Site sample status: not received. Document review summary: batch ak5122 is the only batch within the scope of this investigation. Thermacare batches are produced as a individual lots. Review of the batch device record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required process inspections were performed and all inspection criteria were met. There were no attribute variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature

Event description:
Event verbatim [preferred term] burned her [thermal burn]. Really hot/ too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ak5122, expiration date 31dec2021; x25947, expiration date oct2021; x25940, expiration date aug2021 from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated it burned her on an unspecified date, and it was really, really hot/ too hot on an unspecified date. The lots that got way too hot are x25940, ak5122, and x25947. The sample was not available to be returned (thrown away). The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results were as follows for lot #s ak5122, x25947, and x25940,: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "really, really hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Notification to safety is not required. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative no device malfunction or potential device malfunction was noted. The return sample is not available for evaluation by the site; a device malfunction cannot be confirmed.the product effect may vary with each individual. There is no further investigation or actions needed. Results reported on 02oct2019 were as follows: reasonably suggest device malfunction: yes; severity of harm: s3. Site sample status: not received. Document review summary: batch ak5122 is the only batch within the scope of this investigation. Thermacare batches are produced as a individual lots. Review of the batch device record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required process inspections were performed and all inspection criteria were met. There were no attribute variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per neck, shoulder & wrist (nsw) 8hr. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown. The previous complaint has not been confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 198 complaints for neck shoulder and wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclass shows an increase in nov2018 through jan2019. This is a seasonality change in combination with a change in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as an open-pouch. All open pouch complaints are investigated and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Product quality complaints provided the following additional investigation information regarding lot # x25940: batch x25940 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lot. The device history record(DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures(37.6c - 41.6°c) per neck shoulder wrist unprinted spec-34819; effective date: 17may2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Follow-up (02oct2019): this is a follow-up report combining information from duplicate reports 2019419770 and 2019419769. The current and all subsequent information will be reported under manufacturer report number 2019419769. New information reported includes investigation summary, severity of harm, and updated expiration date. Follow-up (06feb2020): follow-up attempts are completed. No further information is expected. Follow-up (16mar2020): new information from product quality complaints includes: investigation results for lot # x25940. This follow-up is also being submitted to amend previously reported information: added additional lot #s/expiries (x25947/oct2021; x25940/ aug2021) and corresponding results, updated narrative ("the lots that got way too hot are x25940, ak5122, and x25947;" sample was thrown away). Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events "burned her" and "it was really, and really hot/ too hot" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the device events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "really, really hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Notification to safety is not required. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative no device malfunction or potential device malfunction was noted. The return sample is not available for evaluation by the site; a device malfunction cannot be confirmed. The product effect may vary with each individual. There is no further investigation or actions needed. Results reported on (B)(6)2019 were as follows: reasonably suggest device malfunction: yes; severity of harm: s3. Site sample status: not received. Document review summary: batch ak5122 is the only batch within the scope of this investigation. Thermacare batches are produced as a individual lots. Review of the batch device record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required process inspections were performed and all inspection criteria were met. There were no attribute variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "really, really hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Notification to safety is not required. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative no device malfunction or potential device malfunction was noted. The return sample is not available for evaluation by the site; a device malfunction cannot be confirmed. The product effect may vary with each individual. There is no further investigation or actions needed. Results reported on 02oct2019 were as follows: reasonably suggest device malfunction: yes; severity of harm: s3. Site sample status: not received. Document review summary: batch ak5122 is the only batch within the scope of this investigation. Thermacare batches are produced as a individual lots. Review of the batch device record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required process inspections were performed and all inspection criteria were met. There were no attribute variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature.

Event description:
Burned her [thermal burn], really, really hot/ too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ak5122, expiration date 31dec2021, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated it burned her on an unspecified date, and it was really, really hot/ too hot on an unspecified date. The sample was not available to be returned. The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results were as follows: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "really, really hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Notification to safety is not required. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative no device malfunction or potential device malfunction was noted. The return sample is not available for evaluation by the site; a device malfunction cannot be confirmed. The product effect may vary with each individual. There is no further investigation or actions needed. Results reported on 02oct2019 were as follows: reasonably suggest device malfunction: yes; severity of harm: s3. Site sample status: not received. Document review summary: batch ak5122 is the only batch within the scope of this investigation. Thermacare batches are produced as a individual lots. Review of the batch device record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required process inspections were performed and all inspection criteria were met. There were no attribute variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per neck, shoulder & wrist (nsw) 8hr. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown. The previous complaint has not been confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 198 complaints for neck shoulder and wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclass shows an increase in nov2018 through jan2019. This is a seasonality change in combination with a change in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as an open-pouch. All open pouch complaints are investigated and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Follow-up (02oct2019): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). New information reported includes investigation summary, severity of harm, and updated expiration date. Company clinical evaluation comment: based on the information provided, the events "burned her" and "it was really, and really hot/ too hot" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the device events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time. Comment: based on the information provided, the events "burned her" and "it was really, and really hot/ too hot" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the device events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.